Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was 120 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and customer continued to use the pump for insulin delivery and also confirmed an alternate pump is available.